Event description:
It was reported that the pump declared an altitude alarm with an error within the past three weeks. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no severe impact. Technical support instructed the customer to clean the speaker holes gently, allowing the pump to resume insulin delivery after a short delay.